Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure three stents were implanted, two in the lad and one in the cx. Approximately 16 months post index procedure the patient suffered mi of lad and 100% occluded lad. The patient was treated with medication and implant of a resolute onyx des.